Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test and prime test. However, the insulin pump was received stuck on a motor error alarm loop that occurred during a bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was received with a cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed for a motor error while filling the tubing. The blood glucose reading was 134 mg/dl. The customer reported that the drive support cap was normal and recessed. The insulin pump had not been exposed to a strong magnetic field. The rewind was successful. The customer had to change the reservoir due to a low reservoir alarm. The customer was assisted in performing a manual prime and the insulin pump alarmed for a motor error. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.